Event description:
The patient reported that in the last six months, they have been experiencing the v-go devices falling off. No specific event dates or number of occurrences were reported. It was reported that a device sample is available for return to the manufacturer for evaluation. However, to date, has not been received.